Event description:
It was learned via implant patient registry that a 3300tfx 23mm aortic valve was explanted and replaced with a 11500a 23mm after an implant duration of 3 years, 8 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via implant patient registry that a 3300tfx 23mm aortic valve was explanted and replaced with a 11500a 23mm after an implant duration of 3 years, 8 months due to endocarditis. Per medical records the patient was admitted to jfk mc with generalized weakness, anorexia, weight loss (40 lbs over the last 2 months), nocturnal fever, found to be hyperglycemic, blood cultures were positive for gram positive cocci in pairs and chains. The patient was seen by ID service, was started on vancomycin and was referred for tee. Tee showed vegetations on his prosthetic aortic valve, ef of 60-65%, prolapse on anterior mv leaflet, mild mr, mild tr and mild atherosclerotic plaques in his descending aorta. During redo-avr patient required blood lntraop, had fevers early postop on day 1 and day 2, respiratory panel resulted negative. The patient was cleared to be discharged to rehab adroit care in stable condition on pod #7.

Manufacturer narrative:
H11. Additional narrative. Updated b5 and b7 per new information received. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.